Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet, with a reported blood glucose of 347 mg/dl that trended down to 282 mg/dl after waiting per guidance; no symptoms were reported and the event followed breakfast, with no device component issues identified and insufficient information to determine a device problem. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.